Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the covera vascular covered stent products that are cleared in the us. The pro code and 510 k number for the covera vascular covered stent products are identified in d2 and g4. H10: manufacturing review: the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Based on the information available it is not reasonably suggested that a manufacturing process may have caused or contributed to the reported issue. Investigation summary: two delivery systems were returned for evaluation and the covered stents in both were found still loaded in the delivery systems; the force transmitting proximal sheaths were broken inside grip which indicates high tensile forces were experienced during deployment. It is considered the break of the proximal sheath led to the impossibility to deploy the stents which leads to confirmed results for break and deployment failure. Based on available information and the evaluation of the returned sample, the investigation is closed with confirmed results for failure to deploy and sheath break for both of the received samples. A definite root cause for the reported event could not be found. Labeling review: in reviewing the relevant labeling for this product, the potential issue was found addressed. Based on the instructions for use supplied with this product delivery system specific events that could be associated with clinical complications include but are not limited to failure to deploy and high deployment forces. With regards to accessories, the instructions for use states, use "0.035 inch (0.89 mm) guidewire of appropriate length to allow safe delivery of the covered stent and removal of the delivery system. Introducer sheath with appropriate inner diameter and length". Regarding correct deployment the instructions for use states '(¿) maintain a stationary hold on the white stability sheath during covered stent deployment (¿). Hold the white stability sheath as close as possible to the introducer without touching the dark brown moving catheter of the distal catheter assembly. Maintain the remainder of the white stability sheath (...) Relaxed and avoid tension.' Regarding preparation the instructions for use states: 'pre-dilate the stenosis with a pta balloon catheter of appropriate length and diameter for the lesion to be treated.' H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent for a stent placement procedure using covera vascular covered stent. During the procedure, the rotating thumbwheel allegedly got stuck and couldn't rotate during deployment. The whole product is then removed from the patient. There was no reported patient injury